Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent primary breast augmentation with 600cc mentor memorygel breast implant and experienced pain and breast implant rupture on her right side postoperatively. Patient stated she had a CT scan of abdomen area and it showed a right side rupture. Patient had shooting pains here and there and also noticed that the right breast was not full like the left one. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On may 16, 2023, mentor became aware that the patient also experienced bilateral ruptures and "health issues", but no specific details of symptoms were provided. Hence, codes have been updated accordingly under section h. H6 health effect - clinical code e2402: generalized illness. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).